Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.

Event description:
Could not seem to walk, could not go up and down curbs, uses a cane, uses walker [gait disturbance]. Loss of balance [balance disorder]. Hands and fingers just turn under making a fist [musculoskeletal disorder]. Weakness in legs [muscular weakness]. Pain in legs, arms and hands [pain in extremity]. Pain in muscles [myalgia]. Case description: a consumer reported that they, a female age (B)(6), used fixodent denture adhesive, control food seal cream 1 applic, 1-2 times a day and fixodent denture adhesive, form/version unk 1 applic, 1-2 times a day, both beginning (B)(6)-2010, and poligrip denture adhesive, and reported the following: could not seem to walk, could not go up and down curbs, uses a cane, uses a walker, loss of balance, hands and fingers just turn under making a fist, weakness legs, pain in legs, arms and hands, and pain in muscles. The case outcome was not recovered/not resolved. Past medical history included: medical history - upper teeth pulled in (B)(6) 2010, denture wearer, anxiety, blood pressure abnormal, and indigestion. Concomitant medications included: vitamin d, vitamin a, vitamin c, centrum, valium, plavix, prilosec, lasix, and cardiovascular system drugs for blood pressure. Other product used previously without incident: yes - zinc pills. No further info was provided.